Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Additional information to h6 (type of investigation (b)): added code 3331. Two unused samples in their original packaging were received for evaluation. Visual inspection revealed no observable defects. A luer taper test was conducted: one sample failed on both the arterial and venous sides, while the second sample passed on both sides. Both samples then underwent leak testing. One sample showed failures at both patient connectors, and the other failed at the red patient connector. These results confirm the presence of the reported issue. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two unused samples in their original packaging were received for evaluation. Visual inspection revealed no observable defects. A luer taper test was conducted: one sample failed on both the arterial and venous sides, while the second sample passed on both sides. Both samples then underwent leak testing. One sample showed failures at both patient connectors, and the other failed at the red patient connector. These results confirm the presence of the reported issue. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the event description: there has been an increase of air being pulled and trapped in the line.